Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis of a gastric bleed. The resolution hemostatic clipping device did grasp the tissue at the bleed site, it would not release from the catheter for complete deployment. The clinician was able to manipulate the clip to release from the site. No known additional trauma was sustained to the bleed site. The bleed was successfully treated with another of the same device. The pt tolerated the procedure well. The pt condition is noted as fine.